Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized and started treatment with injection vancomycin (1 gram, once in 48 hours) intraperitoneally (ip) and injection cefepime injection (1 gram, once daily) for peritonitis. The outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to be recovering from the peritonitis. Seven days later it was determined that the patient was fully recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.